Manufacturer narrative:
Date rec¿d by MFR: 26jun2019. Date of report: 06aug2019. The manufacturers international service technician confirmed the reported 24v failure issue. The manufacturer¿s international service technician replaced the power supply to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a ventilator inoperable error code (24v failure) is coming on the screen when unit is switched on. There was no patient involvement.